Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in pt etiologies including penetrating ulcers.

Event description:
On (B)(6) 2008, this pt was implanted with a gore tag thoracic endoprosthesis. On (B)(6) 2011, this pt was implanted with a gore tag thoracic endoprosthesis to treat a penetrating ulcer that progressed into a saccular aneurysm approx 7-8 mm proximal to the original gore tag device. The pt tolerated the procedure.